Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarm, off no power alarm. Customer's blood glucose was 111 mg/dl. Device did not alarm a low battery alert prior to the off no power alarm. Device passed the displacement test and device was able to prime. After troubleshooting, customer will not be returning the device for analysis.